Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The lot complaint history was reviewed and this is the third complaint for the finish goods lot. However, the first for this issue for this lot. The device history record shows the product was released per specifications. It was noted the complaint is against ultrasonic oscillation failure of the handpiece and not any failure of fluidics with the cassette. Ultrasonic energy originates from the handpiece, which reportedly failed. Two anterior cassette fluidic paks were returned and evaluated. A console representing the current software version was used to test the samples. The ball in the drip chamber¿s check valve moved freely per specification. The samples could prime and tune with the ultrasonic handpiece successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No message code appeared on the screen. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, ultrasound failure occurred. The console was switched out and the cassette replaced to proceed with surgery.